Manufacturer narrative:
(B)(4). The following report is submitted to relay additional and corrected information. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The compatibility check and complaint history search were not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Report source, literature - tanaka, y. Et al (2017). Evaluation of flexor pollicis longus tendon attrition using color doppler imaging after volar plate fixation for distal radius fracture. Journal of orthopaedic science, 22(3), 447-452. Doi: 10.1016/j.jos.2017.01.025. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that a patient had fraying of the fpl tendon and exposure of the distal edge of the plate. Attempts have been made and additional information on the reported event is unavailable.